Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) instrument involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the reported complaint. The mcs instrument was found to have a broken grip cable at the distal end. The complaint was confirmed by failure analysis.

Manufacturer narrative:
The monopolar curved scissors instrument was requested to be returned for failure analysis evaluation, but it has not yet been received as of the date of this report. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. .

Event description:
It was reported that during a da vinci-assisted urological surgical procedure, the monopolar curved scissors instrument cable was damaged. The customer was unsure if a fragment fell inside the patient's anatomy.